Event description:
A consumer called in stating, "I believe my nova max link meter is not reading properly. I was transported to the hospital via ambulance on saturday. While being transported, the ambulance technicians tested my bg using the nml and their meter. My nova max link read 100 points higher than the ambulance's bg monitor." It was reported to nova biomedical that the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer using their unknown meter getting a result of 36 mg/dl. The emts tested the consumer using the nova max link meter getting a result of 135 mg/dl. The consumer could not provide any further information regarding this event.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using his initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. The meter and test strips will be returned for evaluation. Test strip log # 1020213354 expiration date 12/01/2015. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.